Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Customer reported the volume collected after pbsc procedure was 737 ml as opposed to the expected target volume of 236 ml.

Event description:
It was reported that during a low anterior resection procedure, when the device was fired on the rectum at the first firing, the staples of the acral 1/3 were formed and the other 2/3 staples were unformed. Additional suture was performed. Reinforcement material was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.